Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm while using their insulin pump. There was no adverse impact on the customer's blood glucose level, with levels not exceeding 500 mg/dl. The customer was advised by technical support to continue using the current pump until a replacement pump was sent. Technical support confirmed that the problematic pump would be returned via ups within 10 days, and a replacement was dispatched. The customer was instructed on the necessary steps to follow when the replacement arrives, and confirmed their understanding.